Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a fill estimate of 9 units instead of the expected 110 units. There was no adverse impact to the customer's blood glucose level. Customer was educated on using room temperature insulin and agreed to allow the insulin to warm before calling back for assistance with loading a new cartridge. A new cartridge was loaded to resolve issue.